Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board as a result of wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2006 and is 13 years old, passed the expected service life of five years. Upon visual inspection, unrelated to the reported complaint, observed broken yellow bumpers. The cause for the physical damage was due to a normal wear and tear of the platform. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data could not be downloaded due to the defective processor board. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts and the autopulse platform will be returned to the customer with the sticker labeled 'not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform displayed "system error, out of service, revert to manual CPR" error message upon powering on. No additional information was provided. No known impact or consequence to patient information was provided.